Manufacturer narrative:
4/24/1998: g9 - manufacturer report number has been corrected here and in header on page 1.

Event description:
Pt experienced fracture/breakage of catheter. There were no reported withdrawal symptoms for the pt. Distal portion of catheter was removed and replaced with no further complications.